Event description:
The customer contacted stryker to report that their device kept shutting down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
A stryker customer quality engineer was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device kept shutting down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.